Event description:
The hernia repair was performed in 2006 and had never felt right from the very beginning. My mom has two prior repairs on the other side that did not have a mesh patch used. Neither incision left the slightest scar where as the one performed using the patch healed slower, never felt quite right and also left a scar. It's been causing her pain and continues to bulge even more. She is going to have another surgery to repair the damage done by the patch and its failure. My mother is a (B)(6) and is much more frail than in 2006 and I'm quite concerned over her having to endure this procedure again. There's no telling what damage the mesh may have caused. A very strange rash has also developed that runs down the same thigh that the mesh was placed. We don't know if somehow this is related to the mesh. We need to obtain medical records.